Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they were having problems with the albt2 tina-quant albumin gen.2 (malb) assay on the cobas 6000 c (501) module - c501 from (B)(6) 2017. The customer stated that there were issues calibrating the assay and there have been random questionably high results for an unspecified number of patient samples. Repeating these patient samples would yield normal results. The customer stopped running the assay and sought alternate means of testing. The customer stated that some questionable patient results were reported outside of the laboratory. The customer provided an example of one patient sample that had an erroneous initial result that was reported outside of the laboratory. The initial malb result for the urine sample was 12.9 mg/dl. The sample was repeated, resulting as < 1.2 mg/dl with a data flag.. The repeat value was believed to be correct. The patient was not adversely affected. The malb reagent lot number was 21974301, with an expiration date of 11/30/2018. The field service engineer determined that the gear pump pressure and the cuvette water level were slightly below range. He adjusted the gear pump and cuvette water level into range. He verified adjustments and performed mechanism checks to ensure proper operation. He also replaced vacuum diaphragms due to small cracks. The customer ran quality controls.